Manufacturer narrative:
(B)(4). Batch # n5570v. Device analysis: the ec60 device was received for analysis with the clamping mechanism damaged and without a cartridge reload loaded on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger top was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the radical resection of colon cancer, after fired, could not open the jaw. Pried jaw by plier. The surgeon want to use this device again, but found the reverse button was loose. Another like product was used to complete the procedure. There is no report on the patient's injury.